Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic vesicule procedure, the clips did not stay on the artery nor on cystique canal. The clips did not fall in the patient. No more information is available. It is unknown how the case was completed. There were no adverse consequences for the patient reported.